Manufacturer narrative:
Follow-up #1: date of submission 05/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/06/2016 with the following findings: during investigation, the keypad rubber was undamaged. The pump powered up with all auditory and vibration alerts to a blank screen. The ¿tactile changes¿ was unable to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the up, down, ok and contrast buttons were all under responsive to user presses. It was also noted that there was moisture found within the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.